Manufacturer narrative:
During a service visit by the beckman coulter, inc. Fse, the fse found the mc sample probe vacuum valve was not turning on. The fse replaced the mc sample probe collar wash valve to resolve the leaking sample probe. A leaking sample probe can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument would not calibrate the cc side chemistries. Customer troubleshooting with hotline support revealed that the mc sample probe was leaking. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. No exposure was reported and no injury occurred. No erroneous results were generated.